Event description:
The customer reported that the implants were removed after 2 months.

Manufacturer narrative:
The investigation for this device is not yet complete. Also, additional information regarding the incident has been requested from the customer. An update will be provided once the additional information has been received and the investigation has been completed.

Manufacturer narrative:
Additional information added regarding second implant that was placed and removed at the same time as the device in the initial report.